Manufacturer narrative:
(B)(4). Concomitant products: dilatation catheter: tazuna 2.5x15 mm; guide wire: glandslam; guide cath: hyperion. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The nc tenku balloon dilation catheter is an abbott vascular manufactured device which is distributed in (B)(4) by st. Jude medical (B)(4) company, ltd. Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us. The PMA/510k # of this medwatch correspond to the device currently marketed for sale in the us.

Event description:
It was reported that the procedure was to treat a de novo lesion located below the bifurcation in the mildly calcified, non-tortuous, right coronary artery (rca). A kissing balloon technique was being attempted when the pressure dropped on the inflation device right after the 3.0x12 mm nc tenku balloon was inflated. There was no resistance felt during advancement of the balloon catheter to the lesion. It was observed that the balloon had ruptured during the first inflation at 8 atmospheres. A 3.0x12 mm non-abbott balloon catheter was used to complete the case. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported balloon rupture was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.